Event description:
It was reported that a minicap transfer set ¿fell apart¿, occluded and leaked. This was described as it ¿all of a sudden occluded (not from fibrin) and no fluid could go in or out and when trying to push fluid through, it leaked out of the top of the white part of the twist clamp¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. The device had been on the patient for about three (3) weeks. As a result of the issue, the patient missed therapy for four (4) days. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.